Event description:
The following was reported to hamilton medical ag: calibration leak test failed, in service software: pressure failed ,autozero failed ,check valve failed no health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).